Event description:
During a spine procedure, the drill was being used with a handswitch. The drill was being handed off of the sterile field to a tech when the tech accidentally activated the handswitch. The drill caught the tech's glove which then twisted the tech's smallest finger. Her finger was broken as a result.

Manufacturer narrative:
Device not returned for evaluation.